Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the b button on the insulin pump was not working. Customer's blood glucose was 140 mg/dl. Customer reported the insulin pump fell into the water and it was completely submerged, about a year ago. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for fluids was done. No button error alarms noted. The device passes self-test. Customer did not want the device replaced. Customer was advised to monitor the device. No further information reported.